Manufacturer narrative:
Return request has been sent to the representative. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that right atrial lead was explanted and replaced due to dislodgement four months after implant. No additional adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that right atrial (ra) lead was explanted and replaced due to dislodgement four months after implant. No additional adverse effects were reported.